Manufacturer narrative:
This medwatch is submitted to send the initial report. Waiting for product return. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still on going.

Event description:
Roi-a: two cages broken during impaction of anchoring plate. According to the reporter: surgeon implanted roi-a cage and upon inserting the first anchoring plate into s1, the cage broke and became disassembled from the inserter. Implant was removed and the process was repeated. Same thing happened to second implant. It was removed. Third implant was inserted "sucessfully", patient "no" affected. Delay inferior to 30 min. Hard bone of the patient was discovered by surgeon during the surgery. Excessive force was needed to insert the anchoring plates. Additional information from reporter on december 27th 2018: current state of patient unknown. It was a l5-s1 surgery. Products are available for evaluation. Products will be returned to ldr by the reporter. It appeared that the cage was properly assembled onto inserter. 1st cage: the unlocking key was used to make an half turn to tighten. The 2nd cage was hand tightened. Starter awl was not used on either the 1st or 2nd cage. Was used however on the 3rd cage which was successfully implanted. Adjustable stop was used. The issue occurred on the 1st anchoring plate for both implants. Waiting for product return.

Manufacturer narrative:
D2 common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system . The returned devices were evaluated. The devices are confirmed to fractured. A review of the DHR did not find any issues which would have contributed to this event. Based on the events of the fracture, it is possible that the cages were misaligned within the disc space or on the inserter. This could result in the cages' fracturing during plate insertion; however, this cannot be conclusively determined as the exact positioning of the cages at the time of incident is unknown.

Event description:
It was reported that two cages broke while inserting the first anchoring plate and the cages disassembled from the inserter. The devices were removed and replaced with a new cage. No patient impact was reported.